Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patent described the charge implantable neurostimulator (ins) warning screen. The last time the patient recharged was a month and a half ago. The patient had no regular recharge cycle and was not aware that she was supposed to regularly charge the ins. The patient saw the ins battery flashing at ¼ and the coupling bar icons. The patient showed their primary care physician the programmer on the month prior to report and it was working. The patient was sent home to recharge their implant and it was working. The patient asked why she was not seeing the lightning bolt. The patient saw a power on reset (por) message on the recharger. The patient was able to clear the por. The patient was to recharge her implant. The patient was able to get all 6 bars but lost it. The patient repositioned implantable neurostimulator recharger (insr) antenna and started her recharge session. The patient was charging the 3rd quarter of her implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a return of pain. The patient was unable to turn on the ins. The patient was receiving stimulation earlier today, but now it was currently off. The ins was currently charging per the patient programmer (pp) screen. The patient charged 3 days ago and seemed to be charging a lot. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.